Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a lumbar drain placed, but it was not internally anchored. On the fifth post-operative day, the drain was discontinued. While pulling the drain slowly, moderate resistance was met. With continued pulling, the drain was removed and the tip was noted to be sheared. A lumbar MRI verified the retained catheter in the paraspinal musculature at the l4-l5 level. The patient returned to the operating room two days late for removal of the catheter fragment. The surgeon noted that the catheter did not appear to be entangled or anchored. An 18mm opaque catheter tip (fragment) was examined and noted to be torn at the site of the catheter perforation for drainage.